Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated balloon and stent implant remains in the patient's anatomy, which is considered to be permanent injury or impairment. Device issue: balloon and stent implant separation. It was reported that the procedure was to treat an anterior tibial artery. During advancement of a 3.0x18mm vision stent delivery system (sds), there was resistance with the guide wire; however, the sds was advanced to the lesion against resistance. Upon inflation, the balloon did not inflate, and it was noted that the balloon with the stent implant had separated from the sds. The sds was then removed and, the separated balloon and stent remained at the lesion site. Another company's sds was used to push the separated balloon and stent implant out of the lesion site and the other company's stent was deployed at the lesion. Fluoroscopy revealed that the separated balloon and stent were in the posterior tibial artery just above the foot. After consultation with a vascular surgeon, it was determined that the separated balloon and stent did not need to be removed. Therefore, the separated balloon and stent remain in the patient's anatomy. No additional event or patient information is available.